Manufacturer narrative:
(B)(4). Batch # unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.: is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an abdominoplasty the white protective pad came off of the harmonic jaws. There were no patient consequences.